Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched case and cracked battery tube threads.

Event description:
It was reported by the customer's mother that their insulin pump was alarming button error. Customer stated that the buttons are sticking and the their blood glucose level was 547 mg/dl at time of alarming. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.